Manufacturer narrative:
During investigation, it was determined that the returned implant was a biomet implant instead of a zimmer implant. No further medwatch reports will be submitted under this MFR number. This event will be reported under MFR 0001038806-2020-00592.

Event description:
No further event information available.

Manufacturer narrative:
The 510k is unknown. Manufacturing date is unknown.

Event description:
The unknown zimmer dental at tooth site #7 was removed due peri-implantitis after 7 years of implantation.